Event description:
Consumer reported complaint for hi blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi. The customer¿s expected fasting blood glucose test result is 150 mg/dl. The customer feels well and did not report any symptoms. Customer had been in the hospital back in (B)(6) for a week and a half and his blood sugar went up to 1000s mg/dl. Customer's wife noticed he was not cognizant and not able to talk, so she took him to the hospital. Customer was diagnosed with diabetic stroke. Customer was using the products (meter and test strips) before going to the hospital, and he also had stopped taking his medication due to an insurance situation. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strips are expired: manufacturer¿s expiration date is 03/26/2025 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: hi date: (B)(6) 2025 time: 2:56pm fasting. Result 2: 277 mg/dl date: (B)(6) 2025 time: 1:19am unknown. Result 3: 409 mg/dl date: (B)(6) 2025 time: 117pm wife's result. Result 4: 373 mg/dl date: (B)(6) /2025 time: 10:42pm unknown. Result 5: 313 mg/dl date: (B)(6) 2025 time: 1:26am unknown.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Test strip lot number is expired - unable to perform retention testing. Most likely underlying root cause: (B)(6): product expired. Note 1: manufacturer contacted customer in a follow-up call on 23-jun-2025 - able to establish contact with customer's wife who confirmed customer was still not taking his medication at the time of the initial call. Wife stated that customer recently had heatstroke and started taking his medications; no medical intervention was reported. Note 2: manufacturer contacted customer in a follow-up call on 27-jun-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.